Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (pv37). The fse replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately one cup of cleanser leaked from the right side of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.